Manufacturer narrative:
Insulin pump was received with a blank display due to j7 connector broken off of the 1 electrical board. Unable to perform the self test and the displacement test due to blank display. The insulin pump was also received with case cracked behind the pump at the corner of the belt clip rails and case cracked behind the pump near the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose was 108 mg/dl at the time of the incident. The customer stated that the display was blank currently. Customer did not receive insert battery alarm on the pump screen. The display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.